Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging air bubbles in the cartridge. The reporter stated that the patient had a blood glucose (bg) of 20.2mmol/l with symptoms of dehydration. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This report is being made due to air bubbles in the cartridge issue.

Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on 02/25/2015 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.